Manufacturer narrative:
No conclusion code available. Failure analysis observed during analysis. Final analysis found external insulation abrasion noted at 10.4cm to 12.8cm from the distal tip and 35.5cm to 35.8cm consistent with lead friction to another device or feature of the heart. The efte coating was intact at these locations. Final analysis also found internal insulation abrasion noted at 31.7cm to 32.7cm from the distal tip consistent with lead friction to another device or feature of the heart. The efte coating was also intact at this location.

Event description:
This report is to advise of an event observed during analysis.